Manufacturer narrative:
The device was returned to olympus for inspection where the reported failure was identified. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the videoscope had image quality failure. Noise appeared in the image due to corrosion of the scope connector, and corrosion was observed on the venting cap. There was no report patient involvement.